Manufacturer narrative:
Event date: this event occurred during the unspecified date of (B)(6) 2022 reported as over the last two weeks. (B)(4).

Event description:
It was reported that at least ten (10) clearlink system, non-dehp solution sets leaked where the tubing connected to the chamber. The issue was identified after priming, prior to patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.